Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test could not be performed due to the prime anomaly. The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted during testing and the motor passed the motor test. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 425 mg/dl. The customer treated the high blood glucose with the insulin pump. The customer stated that the alarm occurred while he was sleeping. The customer was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.